Manufacturer narrative:
Manufacturers ref (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Initially this event was considered not reportable however after investigation if has become clear that reported event could led to serious injury. The event is considered reportable from 26feb2024. G4) PMA/510(k): k211875 summary of investigational findings: during deployment the celect-pt filter would not fully open. The filter was retrieved and another filer was successfully placed with no harm to the patient. The celect-pt filter nor the jugular introducer system was returned for analysis and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the filter to not fully open, but the filter legs may be somehow obstructed from fully expanding if the filter is deployed in a thrombus, or if the filter legs are caught in a clot. It was assessed that because no non-conformances were detected, there is evidence that the device history record was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: we attempted to use the following inferior vena cava filter yesterday. The filter prongs were interlocked and would not fully open when deployed. Filter was retrieved and new filter was placed and patient was fine. No need for additional procedures.